Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture, inflation issue and serious injury/illness/impairment appear to be related to operational context. A conclusive cause for the reported patient effect of air embolism and the relationship to the device, if any, cannot be determined. The patient experienced air bubbles (air embolism) on echography. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as a known patient effect. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- improper or incorrect procedure or method- above rbp.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 2.5x12 mm trek balloon dilatation catheter (bdc) was advanced to the lesion; however the balloon was pierced [ruptured] and could not be inflated. This led to air bubbles showing on echography. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.